Event description:
It was reported, the patient's intrathecal drug delivery system was removed due to infection. The infection was in the area of the pump pocket. The patient was experiencing increased pain in the stomach and lower extremity peripheral neuropathy. The drug used in the pump was morphine sulfate 10 mg/ml at a dose of 1.8 mg/day. The patient recovered without sequela. The plan is to re-implant in the future.

Manufacturer narrative:
.